Manufacturer narrative:
Visual inspection: the screw was in the unlocked position upon receipt. Loss of anodization can also be observed. Functional inspection: the screw was able to be locked and unlocked as intended. Complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. According to the complainant, the outer collet was flush with the inner collet prior to unlocking/removing the subject screw. Screws placed at the most caudal end of the construct are subjected to more stress. Although no trauma was reported, it is possible that normal post-operative patient activities introduced unanticipated loading in the most caudal level of the construct, which may have surpassed the capture strength of the screw and resulted in rod slippage. Additionally, it was reported that there was 3 mm of rod overhang length. At least 5 mm of rod overhang from the most proximal and distal screw is recommended in the mesa 2 surgical technique guide.

Event description:
A physician reported that a patient underwent revision surgery to replace a mesa 2 deformity uniplanar screw which did not retain a rod, leading to rod migration approximately six-weeks after implantation post op through imaging.

Event description:
A physician reported that a patient underwent revision surgery to replace a mesa 2 deformity uniplanar screw which did not retain a rod, leading to rod migration approximately six-weeks after implantation post op through imaging.